Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that an intraocular lens (iol) broke inside the cartridge when advancing the "stem of the injector". The procedure was completed with another lens. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. The lens is broken through the optic horizontally. Only one half of the lens was returned. This portion has multiple split/cracked areas of damage. The associated qualified cartridge was returned. An inadequate amount of viscoelastic was observed in the cartridge. The cartridge is broken/cut at mid-nozzle. Heavy stress lines are observed beginning in the thick nozzle cone area. A large aneurysm has formed along the right side of the tip beginning in the thick nozzle cone just prior to the fill to line. The cartridge shows evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The handpiece and viscoelastic used with the qualified lens/cartridge combination is unknown. The reported broken lens damage was observed. The root cause was most likely related to a failure to follow the dfu. Extreme tip damage and inadequate viscoelastic were observed in the associated cartridge. This type of damage is typically progressive and worsens as the lens is advanced. The heavy stress lines on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. It is unknown if a qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).